Event description:
It was reported that the pump was giving downstream occlusion alarm that would not resolve. She place cassette on a new pump and it ran without issue. No patient affected no additional information available.